Event description:
The lay user/pt called lifescan (lfs) on january 24, 2008 and alleged that his fast take blood glucose meter was not powering on. The medical affairs specialist listened to the recorded call and verified the following info. According to the pt, the reported issue started on a week earlier at around 12 am. The pt stated that he has been taking a decreased dose of his diabetes medication, lantus, due to not being able to know his blood sugar reading. He also mentioned that he is feeling that his blood sugar is going up, because he has developed the symptoms of frequent urination. The pt mentioned of being symptomatic during the call. He denied of receiving medical intervention as a result of the reported issue. He was not tested on any other device at the time of concern. It would have been helpful to know his diabetes medication regimen, how much dosage of his insulin was he administering during the time of concern, when exactly did he start developing symptoms and his readings prior to the issue. The customer service agent (csa) verified that the pt is using correct test strips to test, the pt has changed the battery as required, the condition of the battery and the battery contacts is good, and the meter was not downloaded prior to the issue. Replacement products have been sent to the pt. This complaint is being classified as an adverse event, as the pt claimed of administering lower dosage of insulin as a result of the reported issue and later, had developed frequent urination that can be a characteristic of hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.